Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. MFR report # 1627487-2018-02402. It was reported that the patient experienced ineffective therapy. Troubleshooting was unable to provide resolution. CT scan imaging confirmed that the leads had migrated. As a result, patient underwent a surgical intervention on (B)(6) 2018, wherein patient¿s leads were explanted and replaced with a penta lead. Patient has effective therapy post operatively.